Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/09/2025, a sales representative reported via email that an ar-8991 fibertak dx suture anchor pulled out of the bone while the surgeon passed the repair suture through the tendon. Initially, a 1.8 mm drill was used, but they switched to a 1.6 mm drill and used another anchor, which functioned as intended. The original anchor could not be reloaded because the inserter broke, requiring a second ar-8991 fibertak dx suture anchor. This issue was identified during a procedure on (B)(6) 2025. Additional information has been requested on 10/10/2025.

Event description:
Additional information was received on 10/15/2025: this issue occurred during a tendon repair procedure on (B)(6) 2025. The case was delayed seven minutes. It is unknown if additional anesthesia was administered. No adverse effects were reported during or following the surgery. Additional information has been requested on 10/17/2025.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 10/15/2025: this issue occurred during a tendon repair procedure on 10/09/2025. The case was delayed seven minutes. It is unknown if additional anesthesia was administered. No adverse effects were reported during or following the surgery. Additional information was requested on 10/21/2025: the anchor that pulled out from the first ar-8991 fibertak dx suture anchor was on the inserter that broke. The second ar-8991 did not fail and functioned as intended.

Manufacturer narrative:
Additional information: b5, h3, h6.